Event description:
It was reported that pump displayed malfunction alarm with code 9 and customer saw blood glucose reading marked as "high", though specific value was not known. Customer delivered correction dose using pump and did not require help from emergency or medical services, and technical support guided customer through resetting pump, confirmed that malfunction did not recur, and advised customer to continue using pump and call back if issue happened again.